Manufacturer narrative:
As reported, the galaflex 3dr sterile packaging was ripped/compromised whereas the product box was intact. Evaluation of the returned sample find there was no tears, rips, or holes in the inner sterile tyvek pouch. The pouch was opened at point of use with no anomalies. There are no issues with seal transfer indicating the pouch was properly sealed. Based on the sample condition there a breach of the sterile barrier is not confirmed. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in june 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an augmentation mastopexy procedure, it was found that sterile packaging of galaflex 3dr was ripped/compromised whereas the product box was intact. It was reported that the mesh was not used and another galaflex mesh was used to complete the procedure. There was no patient injury.